Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was battery switching after a software updated. In the log files, there was also a controller start 3 days before the event. The patient reports switching with all batteries. The alarms have the date 01.01.00. The patient did not report any accidental disconnection of power sources or of the driveline. The batteries were not suspected to be apart of the issue as they were new at the time. They were not returned and stayed with the patient. The controller was replaced. The patient returned home after the controller was exchanged. There was no effect on the patient.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller was returned for evaluation. Eight batteries have not been returned for evaluation after several attempts to obtain the units. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed multiple power switching events due to momentary disconnections involving (B)(4). Logs also revealed power switching events due to communication errors involving (B)(4). Review of the event file revealed a controller power up event on (B)(6) 2016 at 18:18:46. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 33% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 81% rsoc. The data point after the loss of power revealed that (B)(4) was connected to power port 1 with 94% rsoc and (B)(4) was connected to power port 2 with 97% rsoc. The event files also confirmed that at one point the date and time was reset to zero. The controller was received with the correct date and time. It's likely the controller was the backup controller at the time and was not connected to an external power source for an extended period of time, depleting the internal real time clock battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between a battery and the returned controller was stable. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Eight batteries were not returned for evaluation after several attempts to obtain the units. Log file analysis revealed multiple power switching events due to momentary disconnections involving (B)(4). Logs also revealed power switching events due to communication errors involving (B)(4). Review of the event file revealed a controller power up event on (B)(6) 2016 at 18:18:46. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 33% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 81% rsoc. The data point after the loss of power revealed that (B)(4) was connected to power port one (1) with 94% rsoc and (B)(4) was connected to power port two (2) with 97% rsoc. The event files also confirmed that at one point the date and time was reset to zero. The controller was received with the correct date and time. It's likely the controller was the backup controller at the time and was not connected to an external power source for an extended period, depleting the internal real time clock battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The most likely root cause of the reported date reset can be attributed to an extended period of time where the controller was not connected to an external power source depleting the internal real time clock battery. Heartware has opened an internal investigation to address momentary disconnections. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016. Device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 31jan2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 30sep2015, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31oct2016, device available for evaluation?: no, no, not returned to manufacturer, device manufacture date: 31oct2015, labeled for single use?: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Six batteries ((B)(4)) were not returned for evaluation. A review of the non-returned batteries¿ manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed multiple power switching events due to momentary disconnections involving (B)(4). Logs also revealed power switching events due to communication errors involving (B)(4). Review of the event file revealed a controller power up event on 07/16/2016 at 18:18:46. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 33% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 81% rsoc. The data point after the loss of power revealed that (B)(4) was connected to power port 1 with 94% rsoc and (B)(4) was connected to power port 2 with 97% rsoc. The event files also confirmed that at one point the date and time was reset to zero. The controller was received with the correct date and time. It's likely the controller was the backup controller at the time and was not connected to an external power source for an extended period of time, depleting the internal real time clock battery. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to address momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to capture events involving the controller losing power. Additional device(s) involved in event: d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), d10. Yes, h3. Yes, h6. Method code(s): 10, 4112, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), d10. Yes, h3. Yes, h6. Method code(s): 10, 4112, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12 d1. Heartware® ventricular assist system - battery d4. (B)(4), h6. Method code(s): 3331, 4112, 4114, h6. Conclusion code(s): 12, 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected sections: d, d4, g1, g2. Additional products: battery - (B)(4). D10: yes, return date: 2017-12-12 h3: yes h6 FDA method code(s): 10 actual device evaluated; 23 electrical evaluation; 38 visual inspection device analysis: the returned battery passed visual inspection and functional testing. Additional products: battery - (B)(4). D10: yes, return date: 2017-12-12 h3: yes h6 FDA method code(s): 10 actual device evaluated; 23 electrical evaluation; 38 visual inspection device analysis: the returned battery passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.